Event description:
During education someone attempted to manipulate the plastic tab which locks the filter to cover the device and subsequently broke it rendering the papr unusable until a replacement filter can be obtained.